Event description:
Same case as: 2134265-2009-06793. It was reported that during a peripheral stenting procedure, stent migration and a vessel puncture occurred. The left renal vein was compromised by 80% due to "nutcracker syndrome". Vascular access was initially obtained through the left groin vein with a 5fr sheath, however, due to vessel angle and tortuousity difficulties, vascular access was also obtained on the right side with a 6fr long sheath and a 7fr short sheath. An amplatz super stiff guide wire was advanced through inferior vena cava (ivc), through the renal vein and then out through the gonadal vein. The 7fr sheath was removed and the 14x40 wallstent endoprosthesis with unistep plus delivery system was positioned partially in the renal vein with a portion of the stent placed in the ostium and out into the ivc. The wallstent was deployed and its placement was accurate, however, the stenosis remained behind the proximal end of the stent. The wallstent was positioned at an 80 degree angle. As the wallstent sheath was removed over the guide wire, the stent moved slightly and was now positioned more into the ivc and less inside the renal vein. The physician advanced a 12x4 synergy balloon catheter to post-dilate the wallstent "to assure its wall apposition". The synergy balloon was positioned half in and half out of the stent and inflated. It was noted that the post-dilation result "looked good", however, when the synergy balloon was removed from the wallstent, the wallstent came back into the ivc and was lying transversely in the ivc. The physician transected the ivc and removed the wallstent, however, it was noted that a wallstent strut was protruding through the ivc wall. The physician then transected the renal vein and repositioned it on the ivc to resolve the "nutcracker syndrome". No further pt complications were noted and the pt's condition was reported as stable.

Event description:
Same case as: 2134265-2009-06793. It was reported that during a peripheral stenting procedure, stent migration and a vessel puncture occurred. The left renal vein was compromised by 80% due to ¿nutcracker syndrome¿. Vascular access was initially obtained through the left groin vein with a 5fr sheath, however, due to vessel angle and tortuousity difficulties, vascular access was also obtained on the right side with a 6fr long sheath and a 7fr short sheath. An amplatz super stiff guide wire was advanced through inferior vena cava (ivc), through the renal vein and then out through the gonadal vein. The 7fr sheath was removed and the 14x40 wallstent endoprosthesis with unistep plus delivery system was positioned partially in the renal vein with a portion of the stent placed in the ostium and out into the ivc. The wallstent was deployed and its placement was accurate, however, the stenosis remained behind the proximal end of the stent. The wallstent was positioned at an 80 degree angle. As the wallstent sheath was removed over the guide wire, the stent moved slightly and was now positioned more into the ivc and less inside the renal vein. The physician advanced a 12x4 synergy balloon catheter to post-dilate the wallstent ¿to assure its wall apposition¿. The synergy balloon was positioned half in and half out of the stent and inflated. It was noted that the post-dilation result ¿looked good¿, however, when the synergy balloon was removed from the wallstent, the wallstent came back into the ivc and was lying transversely in the ivc. The physician transected the ivc and removed the wallstent, however, it was noted that a wallstent strut was protruding through the ivc wall. The physician then transected the renal vein and repositioned it on the ivc to resolve the ¿nutcracker syndrome¿. No further patient complications were noted and the patient¿s condition was reported as stable.

Manufacturer narrative:
A visual and microscopic examination of the stent revealed that the stent wires on the distal and proximal ends were uncrossed and damaged. The stent delivery system was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B) (4).

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.